Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced a power issue, and the remote support service (rss) was offline. The field service engineer (fse) determined drawer 4.1 controller board was causing the entire station to remain powered off. The controller board was replaced with a new one, which resolved the issue. After the replacement, the customer tested the station and confirmed that it was functioning with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had power issue. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.